Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The aortic cutter was returned for investigation.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. There were signs of clinical usage and evidence of blood. A visual inspection determined that only the aortic cutter was returned. The safety lock had been fully depressed, but the device had not been actuated. The cutter was fired according to the instructions for use. The device actuated as intended. Based upon the evaluation results, the reported complaint could not be confirmed. (B)(4).